Manufacturer narrative:
Bec field service engineer (fse) visited the site on 07/05/2011 and replaced valves v11 and v5. The fse cleaned crusted wash solution on wash solution reservoir jar. The fse noted that the connection on the waste sump jar was mixed up, and corrected the connection and primed the instrument. The fse resolved the issue with flood on accumulator jar. The fse reseated the sensor on the no foam as it was producing an error that no foam was empty. The fse tested wash solution for potassium and the results were within the specifications. The fse verified the repair per established procedures (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported multiple errors received on unicel dxc 800 pro synchron clinical system. While troubleshooting with bec customer technical support (cts), the customer found the wash concentrate reservoir was overflowing and dried wash solution was caked on canister. The customer did not come into contact with fluid and it was not on the floor. Msds was not reviewed, but the facility has an exposure control plan. Medical attention was not sought and there was no effect to patient or user.